Event description:
It was reported, open box and plastic packaging was melted. Opened new drill bit box.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.